Manufacturer narrative:
Submit: 06/29/2016. An investigation is currently underway. Upon completion, a full detailed report will be provided.

Event description:
On (B)(6) 2016 the customer initiated a service repair request but did not state a specific issue. Upon triage on (B)(6) 2016 the service tech found the unit had interior thermal damage.

Manufacturer narrative:
Submit date: 07/19/2016. A review of the information in the complaint file indicates this investigation was performed by a medtronic technical center for the reported condition of; a specific issue was not stated by the customer, during service, interior thermal damage was found. Therefore, this report will be based on information provided by the technical center. The scd 700 compression system-us was evaluated and the customer reported issue was confirmed; thermal damage was observed at the shorted component, c62, on the main pcb. The cause of the reported condition for the thermal damage was determined to be that component c62 on the main pcb had shorted. The main pcb was scrapped to correct the reported issue. The unit passed all initial testing after failure analysis repair instructions were completed. Scd 700 compression system-us was manufactured in 2013. A review of the device history record shows this device was released meeting all manufacturing specifications. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. Based on the investigation, no corrective action is needed.